Event description:
It was reported the smart power switch board was faulty and the system was able to boot up and performed fluoroscopy. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The smart power switch board was replaced during the service call the system was tested and found to be working as intended and put back into service.